Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress. Considering the information provided from the user facility, it was unclear whether the reported infection was caused by the procedure using the subject device or already existing before the procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that carbapenem-resistant enterobacteriaceae was detected from the blood and bile samples collected from a patient one day after an endoscopic retrograde cholangiopancreatography using three olympus endoscopes (tjf-260v, gif-q240, and gf-um2000). The subject device had been reprocessed using an olympus automated endoscope reprocessor, oer-4 (not available in the USA), and a non-olympus automated endoscope reprocessor (endoclens) after manual reprocessing. After reprocessing, no microbe was detected from the samples collected from the three endoscopes in the microbiological culturing tests at the user facility. It was reported that the patient was hospitalized, but the patient recovered and left the user facility. Omsc is submitting three medical device reports according to the number of the used endoscopes used for the patient. This is three of three reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility and was informed that the user facility concluded that there was no relationship between the subject device and the infection.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected by the olympus repair service center and the inspection results were as follows; there was a chip loosing part on the adhesive on the bending section. There were scratches on the objective lens and the distal end. There were air bubble and foreign material within the distal end cap. As a result of the leakage test, there was no irregularity. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not conclusively be determined.